Manufacturer narrative:
The technician lubricated the side rail locking mechanism to repair the bed.

Event description:
Information received indicates the right intermediate side rail is not latching.